Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported during an endoscopic vein harvesting procedure, there was no power to the bisector on the vasoview 6 pro. The cord and device were swapped out. The hospital is unsure which one corrected the issue. The hospital did not report any patient effects.